Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 24feb2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported that a 7-year-old male patient experienced hyperglycemia and diabetic ketoacidosis because the humapen ergo ii exhibited "high injection force" when administering the insulin. The device was not returned to the manufacturer for investigation (batch: 2010d02, manufactured october 2020). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. However, with the guidance of a trained professional, troubleshooting was performed, and the pen functioned normally and was fit for use. A complaint history review and a batch trend review did not identify any atypical findings with regard to injection force high or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 7-year-old male patient of an unknown origin. No medical history or concomitant mediations. The patient received insulin lispro (rdna origin) injection (humalog) via a cartridge via a reusable pen (humapen ergo ii) at a dose of 3 international unit, thrice daily depending on meals, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2021. On an unknown date, due to the humapen ergo ii defect, he suffered from hyperglycemia as the blood glucose level reached up 600mg/dl, so he had to withdraw insulin from cartridge by syringe since on (B)(6) 2025 till receiving new device. Sometimes, he also suffered from hypoglycemia as the blood glucose level reaches 40-50mg/dl but he was not recovered yet regarding disturbance in blood glucose levels. Hyperglycemia and hypoglycemia were recurrent events since starting humalog. The event hyperglycemia was considered serious by the company due to its medically significance reason. On an unknown date, he sometimes suffered from back and legs pain lasting for 15 minutes when he suffered from hyperglycemia or hypoglycemia, and they were recurrent events since aug-24. Since on (B)(6), he had suffered from tooth pain as a complication of recurrent hyperglycemia due to which his physician prescribed paracetamol and amoxicillin as corrective treatments. On (B)(6) 2025, he suffered from shortness of breath, chest pain, changing in mouth's odor and diabetic coma, so he was hospitalized on (B)(6) 2025 and diagnosed with diabetic ketoacidosis and the ph reached 7 due to which he received unspecified IV solutions as a corrective treatment during the hospitalization until the ph reached 20. On (B)(6) 2025, he fully recovered from the diabetic ketoacidosis and its symptoms and got discharged on the same day. The outcome of the events leg pain and back pain was recovering while the outcome of the events hyperglycemia, hypoglycemia and tooth pain was not recovered and the outcome of the event diabetic ketoacidosis was fully recovered. Information regarding corrective treatment for remaining events was not provided. The insulin lispro treatment was continued. The operator of the humapen ergo ii and his/her training status was unknown. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use was not provided. The action taken with the suspect humapen ergo ii and its return status was not applicable since device was working. The reporting consumer did not relate the events with insulin lispro therapy or humapen ergo ii device. Update 12-feb-2025: information received from rcp on 09-feb-2025. Product complaint (pc) number was received and processed accordingly. No other changes were made to the case. Update 24feb2025: additional information received on 18feb2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as no, malfunction as unknown and device return status to not returned to manufacturer. Added date of manufacturer for the humapen ergo ii associated with (B)(4). Corresponding fields and narrative updated accordingly. Edit 28feb2025: upon internal review, added required code for expedited reporting.